Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (40 mg/dl). Customer addressed low blood glucose by consuming food. Customer's healthcare provider advised adjusting the pump night time basal setting. Customer adjusted the basal setting to resolve the issue.